Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported and issue that was reported from a family member of the trial patient. The family member reported that on the day that the trial patient was implanted with the trial system, his legs began shaking when he got home. The shaking was uncontrollable and the patient¿s legs continued to shake even when the stimulation was decreased. The rep stated that the patient then slept for hours, lost control of his bladder and their blood pressure went down very low. The 911 was called and the patient was in the hospital at the time of the report. This event occurred on (B)(6) 2016, the same day that the trial patient was implanted with the trial system. On (B)(6) 2016, a rep reported that she spoke to the patient¿s healthcare provider (hcp) and the patient did not obtain significant relief of symptoms; the patient and hcp did not proceed with implant. The patient¿s medical history is unknown. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.